Manufacturer narrative:
A direct relationship between the device and the reported event could not be determined. The center reported that the bleeding resolved on (B)(6) 2018. Bleeding is listed in the heartmate 3 instruction for use as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including recommended inr values. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device (age of device: 6 months). No other information was provided. A supplemental report will be submitted with the manufacture investigation is completed

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted to the hospital with complaints of melena for the past week. Upon admission, the patients hemoglobin and hematocrit was 7.6 and 25.7 respectively. The patient was transfused with 2 units of packed red blood cells. The patient was started on protonix drip. After the transfusion, the patient's hemoglobin and hematocrit improved at 8.8 and 28.1 respectively. A push enteroscopy was performed on (B)(6) 2018. The results were negative for active bleeding. For the remainder of the admission, hemoglobin and hematocrit remained stable. The reported melena improved. The patient was discharged home on (B)(6) 2018 with hemoglobin and hematocrit at 8 and 24.7. At the time of the event aspirin and warfarin was given for anti-coagulation. No additional information was provided.